Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation was able to confirm and reproduce the reported customer complaint. The unit was tested on an in-house system and failed normal mode as it triggered error 25745 on the tornado switch. The unit failed on a patient side cart fixture test platform (pftp), as it failed the instrument buttons tornado switch test. The unit went through more testing on a pftp and passed the direction tests, lissajous, chipencoder virtual absolute (cva) characterization, sensor check, sine cycle, friction test, carriage friction test, brake release test, brake hold test, advanced brake test carriage strength test, and the carriage switch test.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system's universal surgical manipulator (usm) 2 light emitting diode (led) was not lit up. The customer stated the led was not blue and the usm did not respond. The system logs did not reflect any related information. The customer had already stowed the usm 2 and was performing the procedure with the other usms. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.